Event description:
The pt was being fed using a pump. Approx. 156 ml of an enteral feeding solution were hung, and the pump was set to deliver 39 ml/hr. 1.5 hours later, the entire volume had been delivered, but the pump read 50 ml. Feeding was held for 2 hours.